Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon would not deflate. A balloon catheter was selected for a triple chamber intervention for the implantation of a coronary sinus probe. During preparation, the balloon was checked outside the patient for proper functionality. The balloon would not deflate. There were no patient complications reported.